Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the pump and the minimed mobile device. Troubleshooting was performed but the issue could not be resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and device will not be returned for analysis.

Manufacturer narrative:
(B)(4) patient's pump consistently loses connected to mmm 1.3.2 and displays "reconnecting to pump" message / samsung s10e android 12. "An attempt to reproduce the reported event using minimed mobile app (software version 1.3.2) installed on samsung galaxy s20+ (android 12) with mmt-1880 770g pump (software ver. 5.2) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the main reason for pump disconnections is undefined error thrown by os, undefined error may be caused by a wide set of possible reasons: device software, permanent/periodic sources of radio/microwaves, errors in user device bluetooth stack implementation. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively:a. To remove pairing to the phone from the pump settings to delete the pump pairing from the mobile device's bluetooth settings to clean data of the bluetooth system app to reset network settings to disable various battery optimizations for minimed mobile app to stay on the pairing screen during the pairing process and to accept all system bonding dialogs. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response.â medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.